Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was duplicated and confirmed in the laboratory setting. The root cause of the reported issue was found to be transducer failure. The issue was categorized for root cause as supplier manufacturing process in failure investigating report. Transducer was calibrated and the machine met specifications.

Manufacturer narrative:
This field was blank on the previous supplemental MDR, should have included "11/13/2017". Result of investigation: the vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt 800 has failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm while a patient was using the device. The customer reported that there was no patient harm and the patient was transferred to a back up ventilator.